Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was initially reported that the ins battery was dead and information regarding the battery was received from the MRI facility. Symptoms were reported to be related to the device/therapy but none were specifically specified from the representative. There was a confusing conversation regarding device impedances and which device caller was actually calling about. It was noted the patient could not confirm on/off status with patient programmer. Follow up information received from the manufacturer¿s representative on jan. 16, 2018 reported that the patient first started experiencing the dead ins battery issue at the beginning of 2017 (specific date could not be provided). As an action to resolve the dead ins battery issue, a trickle charge was performed on (B)(6) 2017 and the battery charged with a new recharger but it would still not hold a charge. The cause of the dead ins battery was that it was over-discharged and was not recharging properly. The patient experienced a loss of therapy due to the device not charging properly after the over-discharge. The issue was considered resolved as the battery will be replaced in (B)(6) 2018. There were no further complications reported or anticipated.